Manufacturer narrative:
One cadd legacy 1 pump was received for analysis. The event history log was reviewed and there was evidence of 1871 and 1870 error codes. A functional check was performed and the pump was visually inspected. The reported issue was confirmed. The pump was found to be displaying "1871" error code alarm message during the investigation. The motor was found locked out and not operable. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1871 during testing. There was no patient involvement.